Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During set up, the anchoring balloon would not hold water, as there was a leak in the balloon. The procedure was completed with another of the same catheter, with no complications. The pt's condition was reported as fine.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.